Event description:
In (B)(6) 2020, the depuy global advantage hemiarthroplasty humeral implant was implanted in my right shoulder. I've had continued pain, stiffness, and range of motion limitations. Last week, I underwent a diagnostic arthroscopy. During this procedure, the surgeon found that the top of the depuy humeral implant had disengaged from the stem. I will now require additional surgery to remove the implant and revise the humeral side of my shoulder. FDA safety report ID # (B)(4).